Event description:
It was reported that the patient's pump was explanted due to infection of the pump pocket. Following the explant the patient experienced presumed withdrawal. The rapid response team was called for low oxygen saturation (mid-80's), severe spasticity, pinpoint pupils and confusion. Additional symptoms included altered mental status, drainage/incisional wound opening and increased tone. The patient outcome was unknown at the time of the report. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).